Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported little pieces of the reservoir compartment are breaking off. Customer's blood glucose was 111 mg/dl. The physical damage on the device is around the reservoir compartment. Customer stated the damage occurred from normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back on (B)(6) 2014 to return device that was sent. No further information reported.